Event description:
It was reported that this pacemaker device was explanted due to unable to interrogate the device. Physician reporting to have tried to interrogate device with two different programmers. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned and analysis is pending.